Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on february 19, 2025, with lot number 1159072. Based on the product analysis performed, the assessments of the complaints are: rupture: observed, one opening and broken assessed as unidentified (tear). Shell thickness was within specification). No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced.